Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the white stapler 30 reload or the endowrist 30 curved-tip stapler instrument that were used during this reported event; therefore, failure analysis investigations could not be performed. A stapler log review showed the endowrist 30 curved-tip stapler instrument, (lot #t10210617-0043) fired 2 white stapler 30 reloads. On the first install, the firing was completed without any errors. On the second install, the first 3 clamp attempts were aborted by the user. The fourth clamp was successful, and the firing was completed without error. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs. Refer to MFR report number 2955842-2024-20949 for additional information regarding the other white stapler 30 reload.

Event description:
It was reported that during a da vinci-assisted left pulmonary lobectomy procedure, there was bleeding due to an incomplete staple line where the surgeon had fired 2 white stapler 30 reloads with an endowrist 30 curved-tip stapler instrument. The stapler instrument was inspected prior to use, and there were no issues noted. During the firing process, the stapler reload deployed staples unexpectedly, causing holes and gaps within the staple line; and tissue was cut. The surgeon did not encounter any obstructions or material between the instrument jaws, and no error messages were displayed. The amount of bleeding is unknown; however, the patient did not require a transfusion of any blood products. The bleeding occurred from a vein in the left upper lobe and the s1+s2 artery; and was resolved with compression of the vein, use of hemostatic agent(s), and using a third-party stapler instrument. The procedure was converted to open surgery due to the stapling issue, and was completed. The patient tolerated the conversion and there were no post-operative complications.